Manufacturer narrative:
Concomitant medical product(s): product ID: 3387s-40, lot# va1h8hw, implanted: (B)(6) 2017, explanted: product type: lead. Product ID: 3387s-40, lot# va1h8hw, implanted: (B)(6) 2017, other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a stroke sometime after receiving deep brain stimulation (dbs) leads in 2017. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue, or any actions/interventions taken to resolve the issue at that time. However, it was reported that the issue was resolved at the time of the report. No further information was reported regarding the event.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1h8hw, implanted: (B)(6) 2017, product type: lead; product ID: 3387s-40, lot# va1h8hw, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3387s-40, lot# va1h8hw, implanted: (B)(6) 2017, product type: lead. Product ID 3387s-40, lot# va1h8hw, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had left hand, left fingers crossing worsening after the dbs placement in (B)(6) 2018 and a speech problem. The patient had botox (B)(6) 2019 that helped with their arm but not their hand and scheduled for another in (B)(6). The patient was concerned about the placement of their right-sided electrode as they had good control of their dystonia of the right hand but never was able to get control of the dystonia of their left hand. Head imaging was done at ccf earlier in the year but eth patient didn¿t have it with them today. The patient was to get their imaging or get a new MRI ordered, and recommended to work with neurology to program until all options are exhausted. The patient referred themselves for a revision regarding their electrode. The patient had bilateral dbs implanted in 2017 and had significant improvement in their right hand but not change to their left hand. After placement the patient stated they started cussing frequently and developed anxiety. After re-programming the cussing improved but the patient never got any improvement in the dystonia in their left hand. The patient had been seen at the (B)(6) clinic. Imaging was obtained and the patient was told that their electrode was ¿too far forward.¿ they didn¿t recommend any surgery and instead recommended continued follow up with the neurology for reprogramming. The patient saw neurology a few times then transferred as the commute was too impractical.